Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was not working appropriately after the second clip was fired. I do not have any more additional details. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: follow up received from rep: how did device not work appropriately? Clips were not coming out of the jaws smoothly. Not seated in the jaws. Did device not feed clips? Not smoothly. Did device feed clips sideways? Sometimes. Did device not fire clips (jammed)? They did fire out. Did device fire malformed clips? Yes. Did device fire scissored clips? Yes did device drop or eject clips? No. Was cholangiogram done on procedure? I don¿t know. Was device fired over another clip or hard structure? I don¿t know. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported event of scissored clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.